Event description:
It was reported that during a percutaneous coronary intervention, the balloon ruptured. The lesion being treated was 99% stenosed lesion in the calcified and severely tortuous proximal right coronary artery. The physician experienced difficulty while advancing the maverick2 monorail catheter to the lesion. During the initial inflation, the maverick2 monorail balloon ruptured at 10 atms. No pt complications were reported, and the procedure was completed with another of the same devices. Pt status was reported as "good".

Manufacturer narrative:
.